Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the events leading up to the reported implantable cardioverter-defibrillator (ICD) shocks could not be conclusively established through this evaluation. Review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log file contained events and data from (B)(6) 2025, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), with no further reported issues until they expired on (B)(6) 2025 (reference manufacturer report #2916596-2025-02258). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including cardiac arrhythmia. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for a patient admitted with frequent low flows and multiple implantable cardioverter-defibrillator (ICD) shocks. The event log file captured low flow hazard events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The flow recovered at the end of the log file.